Event description:
It was reported the customer had a severe hypoglycemic episode. The caller reported the customer's blood glucose was 347 mg/dl when they attempted to treat with 5.4 units of insulin. The customer's blood glucose declined to 18 mg/dl as a result and the paramedics were called. Customer was treated with an IV of glucose. The customer was recovered by the end of the night. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.